Manufacturer narrative:
The act button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. No failed battery test alarm or battery out limit alarms could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated they do not recall any significant events that led to the event but the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 184 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).